Event description:
Reportedly, on 8 april 2024, an upgrade of an alizea dr pacemaker was performed before replacement. The battery voltage was 3.07 v before the upgrade. After the upgrade, the battery voltage dropped to 2.98v when the device was interrogated. The subject pacemaker, was not finally used for the replacement. After few hours, the battery voltage returned to a normal value.

Manufacturer narrative:
The investigation led to the following observations: - the rf/inductive full upgrade software causes a temporary battery voltage drop since this activity needs more current. A period of time is needed for a battery recovery. In this case, the battery voltage measurement has been performed directly after the upgrade. That is the reason why, a low battery voltage value was displayed. - in the files provided, the low battery voltage value was seen only once on the date where the upgrade was performed (08th april 2024). This value was not seen anymore. - on 15th may 2024, a device has been interrogated and the battery voltage was measured at 3.07v. - based on the available data, the device works as per specifications and can be implanted.

Event description:
Reportedly, on (B)(6) 2024, an upgrade of an alizea dr pacemaker was performed before replacement. The battery voltage was 3.07 v before the upgrade. After the upgrade, the battery voltage dropped to 2.98v when the device was interrogated. The subject pacemaker, was not finally used for the replacement. After few hours, the battery voltage returned to a normal value.